Event description:
It was reported that a patient underwent an uneventful sling procedure, in the "u" fashion in 2006. When the patient was taken to post-operative recovery, there was significant bleeding in the retropubic space, that was first noted as a painful hematoma and decreasing hemoglobin. The bleeding stopped on its own (tamponade) and the patient was transfused with three units of blood and hospitalized for three days. The sales rep reported that the physician suspected that a large vessel was damaged in the retropublic space. It was unknown if any further intervention was required. The patient was seen one week post-operatively and was stable with no stress urinary incontinence.

Manufacturer narrative:
No conclusion can be drawn at this time.